Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro screw was coming out of end of tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood and charred tissue on the harvesting tool jaws were observed. It appeared that the rivet that holds the jaws at the pivot point was dislodged and may have caused deformation of the harvesting tool jaws. Microscopic inspection showed that no component of the tool is missing. However, it was observed that the adhesive that was supposed to be on top of the rivet was partially missing. There was some residue though. It was also observed that the heater wire was slightly flexed but remained attached to the hot jaw. The silicone had a small crack near the tip of the cold jaw. The DHR/sfp was reviewed for the evh hp1 system. All the test results meet the specifications and requirements. There were no non-conformities observed. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿detachment of device or device component" was confirmed. The analyzed failures "material twisted/bent" and "peeled" were both confirmed as well.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro screw was coming out of end of tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.